Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Sleeve of poor quality and does not fit into the incision of 2.2mm. Had to change the sleeve. No patient injury.